Manufacturer narrative:
Concomitant medical products: 5076-45 lead was implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively before discharge the right ventricular (rv) lead lost slack resulting in diminished sensing. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.